Event description:
(B) (4). It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. Intervention was performed to the 75% stenosed proximal right coronary artery with a final stenosis of 0% using a 2.5x15mm percutaneous transluminal coronary angioplasty balloon and a 3x28mm taxus stent. The final timi flow was 3. Intervention was performed to the 70% proximal right coronary artery using a 3x16mm taxus stent. Intervention to the distal right coronary artery with 99% stenosis with a final stenosis of 0% after using a 2.5x15mm percutaneous transluminal coronary angioplasty balloon, 3x24mm taxus stent and 3x20mm taxus stent. The final timi flow was 3. A slight dissection occurred at the edge of the distal stent. An overlapping stent was placed to treat the dissection. Scattered bruises to arm and legs occurred three days post procedure. The patient was discharged on (B) (6) 2010 on asa and prasugrel.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.